Event description:
It was reported that a user of the ilet experienced hypoglycemia of unclear cause, with a recorded blood glucose of 95 mg/dl and concurrent ketones and was advised to seek medical attention. The user declined additional follow up. Investigation of this case revealed no device alarms and no identified device malfunction. Symptoms included hypoglycemia with ketone presence. Outcomes included the need for clinical evaluation as recommended by support. It was concluded that the cause of the hypoglycemia was unclear and device involvement could not be determined with insufficient information provided by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.